Event description:
It was reported that at an unspecified time post-implant of a bifurcated device, an endoleak was identified at an unspecified location. The physician treated the pt with an add'l bifurcated device and an infrarenal aortic extension, which corrected the endoleak. There was no reported injury to the pt.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when add'l info becomes available.

Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. Endoleaks are a known risk of the procedure and are identified in the product labeling, under potential adverse events. No conclusions could be drawn.